Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was used, not in original packaging, and decontaminated. The bottom case was cracked, the top case was chipped in front left corner, the flippers were not snapping back, and the lcd board was slanted. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Email is: (B)(4).

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. It is unknown if there was patient involvement, no adverse patient effects were reported.